Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -7.00/+2.00/92 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The patient experienced lens rotation which was noted on (B)(6) 2022. Then on (B)(6) 2022 the lens was exchanged with a same length lens/model but different axis. This resolved the problem.

Manufacturer narrative:
PMA/510(k): this product is not marketed in the us. (B)(4). Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry with residue/debris on the lens. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens within specifications. Claim#: (B)(4).